Event description:
Customer reported that a patient had a home pregnacy test (brand unknown) that yielded a faint positive result. The patient came into the clinic and had their urine sample tested on icon 25 and yielded a negative result at 3 minutes. A serum sample was collected on the same day and resulted a serum bhcg quantitative result of 1400 miu/ml (instrument used unknown).